Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the programmer was unable to communicate with the pulse generator. A surface electrocardiogram showed a magnet rate of 90 ppm and without magnet application showed a paced rate of 70 ppm. The pulse generator was explanted and replaced on (B)(6) 2015.